Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported for probably months they had been having issues with their left leg. Pt stated the stimulation was numbing everything down and below but it is creating an area of the left leg that is like a fire ant biting and causing burning to the outside of the left leg when the stimulator is on. Pt described it as a prickly, hot sensation. Pt tried turning the stimulation off and it resolves the issue. Pt mentioned they also charge their stimulator about every 7-8 days and they have noticed it went from taking about 40 mins to charge to 1 hour/1 hour 45 mins to charge the stimulator. Pt stated the issues have progressively gotten worse over the last few months. Pt denied any falls, trauma, or twisting/stretching that could have caused stress on the implant. Pt experienced the issue on group a. Agent reviewed considerations. On the call pt tried available groups b <(>&<)> c which did not resolve the issue. The pt was redirected to their healthcare provider to further address the issue.